Event description:
The manufacturer received information alleging headaches, severe irritation of the eyes, nose, throat, mucous membranes and respiratory system, allergies, especially digestive inflammations, skin and stress, chest pain, coughing and sneezing, anxieties and fears despite the humidifier, related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, severe irritation of the eyes, nose, throat, mucous membranes and respiratory system, allergies, especially digestive inflammations, skin and stress, chest pain, coughing and sneezing, anxieties and fears despite the humidifier that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed secondary findings, that there is dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting they originated from an external source. Evidence of water ingress and mineral deposits in the blower and blower box, suggesting the use of non-distilled water in the humidifier water chamber. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirms that the presence of contamination in the airpath and also confirms evidence of water ingress in the blower and blower box and manufacturer was unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.